Event description:
It was reported that during surgery, the surgeon used the pedicle marker to l1. When the surgeon checked x-ray image, the tip of the marker was broken. Therefore the surgeon removed the fragment of the pedicle marker.

Manufacturer narrative:
Method: device inspection and device history review. Results: the customer reported event of a fracture intra-op was confirmed via a visual inspection. The returned marker was received broken into 2 separate pieces. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the most likely cause of the event is a an overload during insertion of the pedicle marker.

Event description:
It was reported that during surgery, the surgeon used the pedicle marker to l1. When the surgeon checked x-ray image, the tip of the marker was broken. Therefore the surgeon removed the fragment of the pedicle marker.